Event description:
A call was placed to technical services on (B)(6) 2011. Caller stated there is noise on ra lead when patient moves her arm causing inappropriate atr. . Technical services asked caller if they sampled impedance with movement to try to capture fluctuation in impedance. Caller did and impedance stabled. Technical services discussed atrial detection enhancements. Caller programmed off v>a and afrt for initial and re-detection. Discussed agc values. Caller will re-evaluate in less and least sensitive. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)